Event description:
Clinical information: crd_1059 - vista registry, patient site ID: (B)(6). It was noted that on (B)(6) 2024, a 27mm navitor valve was successfully implanted in a patient. The final non-coronary cusp implant depth was 1mm. On (B)(6) 2024, it was noted via electrocardiogram that the patient had developed sinus sinus syndrome with symptomatic bradycardia. The patient remained hospitalized. On (B)(6) 2024, it was noted via a 24 hour electrocardiogram, that the patient had an abnormal qrs complex. On (B)(6) 2024 the decision was made to implant a permanent pacemaker.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1059 - vista registry, patient site ID:(B)(6). Subsequent to the previously filed report, additional information was received that there was no calcification extending beneath the aortic annular plane in the interventricular septum. The cause of the patient's sick sinus syndrome with bradycardia is due to a pre-existing conduction system disorder. There is no allegation of malfunction against the abbott device or procedure. The patient was discharged at the time of report.

Manufacturer narrative:
An event of arrhythmia and bradycardia was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient had a medical history of coronary artery disease, cardiomyopathy, hypertension, kidney disease, and pulmonary hypertension. The final non-coronary cusp implant depth was 1mm (shallower than optimal 3mm). There was no calcification extending beneath the aortic annular plane in the interventricular septum. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.